Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was confirmed that the patient's internal pulse generator (ipg) was inoperable. The patient may undergo a surgical procedure in which the ipg will be explanted and replaced.

Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.